Manufacturer narrative:
Product event summary - the delivery catheter was returned and analyzed. The manipulator wire pulled through the lumen wall and the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The catheter was damaged during use.

Event description:
It was reported that during the implant procedure, while slitting the catheter, the slitter got stuck and then fell out of the shaft as it got nearer to the last couple of centimeters of the shaft. The physician had to cut the rest of the catheter with a scissors. No patient complications have been reported as a result of this event.